Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty manifold unit, gas leak, faulty electro-pneumatic proportional valve. Based on the results of the investigation, it is presumed that the reported event occurred due to faulty manifold unit whereas the additional reportable event occurred due to faulty electro-pneumatic proportional valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during unspecified procedure, the subject device is not delivering enough gas during procedure and automatically stops the gas without maintaining the pressure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.